Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# va009bl, implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that there was revision of the device on 2013-(B)(6) due to chronic pain at the implant site. A keloid formation was noted. The device was only revised and not removed. It was working properly. Hospitalization was required and the patient outcome was non-serious injury/illness. See also manufacturer's report # 3004209178-2013-00299.